Manufacturer narrative:
The cause of the putamen bleeding and iliolumbar is unknown. Impella functioned properly throughout the duration of the case.

Manufacturer narrative:
The impella lp 5.0 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) male presenting with amifostine (ami)/ cardiogenic shock (cgs). Patient had putamen bleeding and blood transfusion was performed.